Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. It was reported that the customer experienced an elevated blood glucose (bg) level was "high"; although specific value was not provided. A correction injection was administered to address bg. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 257 mg/dl.

Manufacturer narrative:
Malfunction was verified. High bg the failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.